Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported he has had very high blood glucose level, about 270/280 mg/dl. He noticed a leak of insulin at the headset. No adverse event reported. A request was made for the return of the device.